Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redr0516 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0516) have been reported from the same facility. - (B)(4).

Event description:
It was reported via medwatch, "a hole was noted in the hohn catheter. The patient was sent to ir for an exchanger."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole in a catheter is confirmed and was determined to be use related. One 7 fr dual lumen hohn catheter was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. A large, mostly circumferential split was observed in the extension leg of the white lumen approximately 1.5 cm distal to the strain relief of the luer hub. Tensile weakness was observed in the extension leg at multiple locations between about 0.8 cm and 3.5 cm distal to the split. A microscopic observation revealed the split curved around nearly the entire circumference of the extension leg tubing with one side of the split converging into a ¿v¿-shape with a curved longitudinal split at its point. The fracture surfaces were observed to be smooth and granular in texture and angled and slightly rough at one location near the ¿v¿-shaped portion of the split. Additional longitudinal, superficial splitting/tearing could be seen on the inner wall of that catheter opposite the ¿v¿-shaped portion of the split. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The product IFU states: ¿do not force fluids as catheter damage may result.¿ and ¿do not use a syringe smaller than 10 ml!¿ the product IFU also contains recommendations on clearing blocked catheters. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redr0516 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redr0516) have been reported from the same facility. (B)(4).

Event description:
It was reported via medwatch, "a hole was noted in the hohn catheter. The patient was sent to ir for an exchanger."